Event description:
Boston scientific received information that during a follow up visit, it was noted this left ventricular lead was dislodged. The device was reprogrammed until a lead revision is performed. The patient with this lead is not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information regarding the lead revision be obtained, this event will be updated.